Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Ceramic head fractured upon impaction-component not seated upon impaction. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Ceramic head fractured upon impaction-component not seated upon impaction. The procedure was completed successfully with no impact to the patient.